Event description:
In 2009, the patient reported to a company representative that lately, she has "been getting higher readings." The call was disconnected at this point. On follow up, the patient was unavailable but the patient's mother stated the patient's blood glucose was "a little higher" before bed last night which the patient treated by bolusing insulin. She said, the patient's blood glucose this morning was 300 mg/dl which she treated by bolusing insulin and when she arrived at work her reading was 70 mg/dl. Repeated attempts to contact the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.